Event description:
The hcp reported that there was a "large volume discrepancy" at last refill. The pt reports no pain relief. A rotor and dye study were performed and no problems were noted with either the catheter or the pump. No add'l info is available.